Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the 4 fr d/l provena powerpicc is difficult to flush and get blood return. The healthcare professional is constantly moving the patients arms to attempt to reposition the PICC. The line was removed and found a kink near the hub. No patient injury.